Event description:
It was reported that the coil was protruding out of the catheter. The target lesion was located in the severely tortuous gastro-duodenal artery (gda). A 6mm x 40cm interlock¿-35 coil was advanced to treat the target lesion, however the device was stuck in a 5 fr imager catheter. The physician attempted to retrieve the device but was unsuccessful. The physician pulled the catheter and coil out losing access of the target vessel. It was also noted that the coil protruded from the tip of the catheter upon removal. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual inspection was performed. The introducer sheath and delivery wire were returned inside the dispenser hoop. The introducer sheath was inspected on removal from the dispenser hoop and no anomaly was noted. The twist lock was opened. The delivery wire was inspected on removal from the introducer sheath and no anomaly was noted. The imager ii 5f catheter was inspected and the proximal end of the coil was visible inside the catheter hub. An attempt was made to advance the coil through the catheter hub however severe resistance was experienced. The catheter was soaked in luke warm water and a further attempt was made to remove the coil from the catheter without success. The catheter had to be cut on several occasions in an attempt to remove the coil. The coil could not be advanced or withdrawn from the catheter hub due to kinking and dried blood. A microscopic inspection was performed. The zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and no damage noted. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions were found to be in specification. The coil dimensions were found to be in specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿; ¿attach the included rhv to the proximal luer adapter on the hub of the catheter. Begin setup for either (a) hand injection or (b) continuous flush of heparinized saline solution by doing the following: a. Hand injection setup: connect a 20cc syringe filled with heparinized saline solution to the side arm of the rhv. B. Continuous flush setup: attach a line for continuous flush of heparinized saline solution to the rhv. In general, one drop of saline solution every 1-3 seconds is recommended.¿ (B)(4).

Event description:
It was reported that the coil was protruding out of the catheter. The target lesion was located in the severely tortuous gastro-duodenal artery (gda). A 6mm x 40cm interlock¿-35 coil was advanced to treat the target lesion, however, the device was stuck in a 5 fr imager catheter. The physician attempted to retrieve the device but was unsuccessful. The physician pulled the catheter and coil out losing access of the target vessel. It was also noted that the coil protruded from the tip of the catheter upon removal. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 40's. (B)(4).